Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she had a seizure at (B)(6) once from her blood glucose going too low. Customer was taken in an ambulance but was immediately released home. Customer was also given medicine. Customer's blood glucose was 200 mg/dl when the ambulance was called about a year ago. Customer was given a cat scan and treated with insulin and a sugar drip before being sent home. Customer was wearing the pump at the time of the hospitalization.